Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiogenic shock. The patient was transferred for high level of care and initially presented with fluid overload and hyponatremia. They then developed cardiogenic shock and were started on dopamine prior to transfer. On arrival, the patient's central venous pressure in the 20's. The patient was cold and dry on exam with cyanosis in their toes. Mean arterial pressure was in the 50s, and heartrate was 110 sinus tachycardia. The patient remained on dopamine and was sedated with propofol. The left ventricular assist device (lvad) at 6600 rotations per minute (rpm) and was flowing at 4 liters. There were no significant pulsatility index (pi) events or alarms. It is unknown if the death was considered to be device related. The device operated as expected

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.